Event description:
In 2008, the pt reported that over the past 2 weeks, she has had elevated blood glucose readings in the 300's mg/dl with her target range being 120-150 mg/dl. She stated she has changed her infusion headset, tubing, insulin cartridge, and infusion site several times and last changed her infusion device battery 3-4 weeks ago. She stated her basal rates are accurate and her device has completely delivered all programmed boluses. She said, she has been under a great deal of stress for the last 2 weeks. The pt said she will discuss her readings with her doctor and she switched to her backup infusion device with a new battery. On five days later, the pt reported she switched back to her primary infusion device for 2 1/2 - 3 hours and her blood glucose readings elevated from 78mg/dl to 268 mg/dl. She stated, she did not eat anything during that time. She switched to her backup infusion device and bolused 3 units of insulin and within 1 hour her reading decreased to 155 mg/dl. She said while on her primary device, she disconnected from the device and successfully bolused with insulin dripping from the end of the tubing. The product was replaced and requested to be returned for eval.